Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. The customer's blood glucose reading was above 600 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed button error and assisted in clearing the alarm. Customer declined troubleshooting for high blood glucose. Customer was advised to monitor pump and that a replacement battery cap would be sent and to call back for further troubleshooting if necessary.